Manufacturer narrative:
(B)(4).

Event description:
It was reported that the patient presented for follow up, it was noted that the lead exhibited low impedance. The lead was explanted and replaced successfully. The patient had a good postoperative recovery.

Manufacturer narrative:
Report subtype: should have been bi-monthly rather than - blank. Analysis was normal, no anomalies were noted.